Event description:
In 2002 the pt underwent a CABG and was discharged 5 days later. The pt was readmitted 2 days later after a syncopal episode at home, evaluated by cardiology, and discharged the following day. The pt expired at home one day later. The coroner's report notes a failure of the suture at the graft site.